Event description:
I had the medtronic interstim stimulator 3037 to control model 3058 or 3023 neurostimulator on (B)(6) 2016. I started having problems with it shortly after that I made appointments with my doctor about the pain then it over heated made my butt cheek feel like it was on fire. I started having a lot of pain. My legs started swelling, my feet started swelling. I couldn't even hardly walk. They blamed it on my back which I have never had them problems before and I couldn't control my bladder. It got worse, now I'm on lasix and having to wear it.